Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) received inappropriate anti-tachycardia pacing (atp) and shock therapy in which therapy was exhausted. The right ventricular (rv) lead shock impedance was high, out of range measuring greater than 125 ohms. The device did declare a code 1005, which indicates an open circuit was detected during shock delivery. Technical services recommended lead replacement. At this time, the ICD and non-boston scientific rv lead remains in service. No additional adverse patient effects were reported.